Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
As reported by our affiliate in the (B)(6) and through the edwards implant patient registry, a notification was received from the patient¿s family reporting that the patient expired 5 days post implant of a 29mm sapien 3 valve in the aortic position via subclavian/axillary approach. The patient did not discharge from hospital. The exact cause of death was not provided. It was reported that the cause of death was due to ¿complications of the surgery¿. No further information was provided at the time of the report.

Manufacturer narrative:
In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the cause of death 5 days post implant of the sapien 3 valve. To date, information regarding the patient (medical records, tavr procedure op notes, and cause of death) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the devices, valve, delivery system and esheath, are not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The cause of death 5 days after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.